Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had improper masking technique. The peritonitis was manifested by abdominal pain. The patient was hospitalized for the event. On unreported date, the patient was treated with vancomycin (intraperitoneally, frequency, dose, and duration not reported) for the peritonitis event. It was not reported if peritoneal dialysis therapy was ongoing. After three days of hospitalization, the patient was discharged. The outcome of the event was not reported. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.